Manufacturer narrative:
The physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformance's. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: based on a review of the last 2 years of complaint data, and at the time of this investigation, no systemic issues have been identified for this batch number that would have caused or contributed to the reported event. IFU review (additional information can be found in the IFU): [serious malfunctions] ·coil migration or misplacement ·premature or difficult coil detachment [serious complications] ·hematoma at the site of entry ·vessel perforation ·aneurysm rupture ·parent artery occlusion ·incomplete aneurysm filling ·emboli, hemorrhage, ischemia, vasospasm ·clot formation ·revascularization ·syndrome, and neurological deficits including stroke and possibly death. 6. If a coil must be retrieved using a retrieval device, such as a snare, do not withdraw the coil into the microcatheter. Instead, remove the coil, the microcatheter and the retrieval device in parallel. [Otherwise, the coil may become damaged.] Warning 2. After coil detachment, do not advance the delivery pusher beyond the tip of the microcatheter. [The delivery pusher, if exposed, could puncture the aneurysm.] 5. Detachment of the hes coil (2) when the detachment controller is properly connected to the delivery pusher, a single audible tone will sound, and the light will turn green to signal that it is ready to detach the coil. If the detachment button is not pushed within 30 seconds, the solid green light will turn to slow flashing green. Both solid and flashing green lights indicate that the device is ready to detach. If the green light does not appear, check to ensure that the detachment controller is properly connected with the delivery pusher. If the connection is correct and no green light appears, replace the detachment controller with a new one. (4) push the detachment button. Verify that an audible tone sounds and the light flashed green. (5) the completion of the detachment cycle is indicated by three audible tones and three yellow flashes. If the coil does not detach during the detachment cycle, leave the detachment controller attached to the delivery pusher and attempt another detachment cycle when the light turns green. (6) the light will turn red after the detachment cycle is repeated 20 times. If the light is red before another attempt to detach the coil, do not use the detachment controller, discard it and replace it with a new one. (7) verify detachment of the coil by first loosening the rhv, then pulling back slowly on the delivery pusher and the detachment controller and confirming that there is no coil movement under fluoroscopy. Note-if the coil does not detach after the third attempt at detachment, remove this product.

Event description:
It was reported that the implant became stretched when the implant was withdrawn to be repositioned after inserting the implant into an aneurysm. The implant was placed in the aneurysm, but a stand of the stretched implant was found to be attached to the pusher when the pusher was withdrawn from the body. The strand was to be held outside the body to cut as short as possible, but the strand was returned to the body due to some kind of manipulation error and detached. The strand protruded outside the aneurysm and was not fixed with a stent, and its end appeared to be located near the descending aorta. An additional catheter was inserted, and another coil was implanted. The procedure was completed. The physician believes that the impact on the patient is limited and will monitor the patient regularly. The patient outcome was reported as no health damage.